Event description:
It has been reported to philips that the customer was unable to enter the system after the allura xper fd20 system startup. The system was in clinical use and no harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information provided the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that there is a ¿malfunction in the system¿. Fse swapped the bios battery and repaired the system as per the use manual. After repairing the system returned to use in good working order. Codes were updated based on the investigation outcome.